Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level value displayed "high" on the continuous glucose monitor. Reportedly, elevated bg level was due to a non-tandem infusion set adhesive did not adhere to body upon insertion. Customer addressed bg level by administering a correction bolus via pump. The infusion set brand and manufacture was not provided.